Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high reading on their one touch verio pro meter compared to a one touch ultra meter. The patient obtained a 183 mg/dl on their one touch verio pro meter and less than 30 minutes later obtained a 183 mg/dl on the one touch ultra meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the readings difference between the two meter readings are greater than 30 mg/dl or 30%.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), the meter was tested and no faults found. On (B)(4) 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) were returned; however, has not been evaluated at this time. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.